Event description:
The customer stated that the patient expired while the alarms had been shut off on the central monitoring system (cns) due to excessive alarm fatigue (excessive false alarms). They would like us to immediately intervene to determine if the issue is product related. They feel that the nurses have been well trained on skin prep and lead placement, alarm modification and monitoring system settings. They feel that there is a true problem with the settings or the equipment itself. Ref MFR # 8030229-2014-00191.